Event description:
Additional information received identified the pocket site pain resolved with the ipg relocation procedure. It was also reported the patient was no longer receiving stimulation as he was unable to establish communication between his scs ipg and external devices after falling on the new pocket site. An sjm representative confirmed the communication issue. Additionally it was noted the new pocket site had post-operative swelling and the ipg had been implanted deeper than at the original pocket site although, the physician suspected the communication issue was not related to the depth of the scs ipg. Moreover, it was reported the new pocket site had become infected in addition to the leads (reference MFR. Report: 1627487-2016-01333). As a result, the entire scs system was explanted and the patient was treated with antibiotics. Post-operative follow up with the physician indicated the infection sites were resolving.

Event description:
Additional information received identified the patient's scs ipg pocket site was relocated on (B)(6) 2016. It was also reported on (B)(6) 2016, the pocket site had become infected accompanied with drainage. As a result, the patient received antibiotics (injection and topical). No additional information regarding resolution of pain and infection at this pocket site is available at this time.

Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. However, other functionality tests of the ipg were performed to address the other reported issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing pain at his scs ipg pocket site (date of event is unknown). Surgical intervention will be taken at a later date to address the issue.